Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) confirmed that user had received a validation code from the pharmacy to pull medication. The nurse entered the witness information, but the medbank application returned to the validation code screen. The technical support specialist made the nurse logged in and tried again; this time, the drawer opened without any issues. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open, user received the validation code from the pharmacy to pull the medication, but the medbank app returned to the validation code screen. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.